Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed episodes of noise exhibited by the right atrial lead. The noise was not reproducible, and insulation abrasion was suspected. No interventions or patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the lead was explanted due to noise. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, and h6.